Event description:
It was reported thrombus occurred. On (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure. A 24mm watchman laa closure device was successfully implanted in the laa. The patient was prescribed aspirin and clopidogrel. The patient had their six month follow up appointment and the transesophageal echocardiogram (tee) was normal with no thrombus noted. Clopidogrel was discontinued and the patient was to remain on aspirin until 12 months. In (B)(6) 2019, the patient returned for other cardiological issues and a tee was performed which revealed thrombus on the closure device. Novel oral anticoagulation medication was prescribed to treat the thrombus. It was further reported that there was a complete seal of the device at implant and there was no change to the seal of the device at the follow up.

Manufacturer narrative:
Date of event: approximated as the exact date is unknown.

Event description:
It was reported thrombus occurred. On (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure. A 24mm watchman laa closure device was successfully implanted in the laa. The patient was prescribed aspirin and clopidogrel. The patient had their six month follow up appointment and the transesophageal echocardiogram (tee) was normal with no thrombus noted. Clopidogrel was discontinued and the patient was to remain on aspirin until 12 months. In (B)(6) 2019, the patient returned for other cardiological issues and a tee was performed which revealed thrombus on the closure device. Novel oral anticoagulation medication was prescribed to treat the thrombus.